Manufacturer narrative:
The customer¿s reported issue was confirmed, as the switch functions do not work. Additionally, an e315 unsupported scope error occurred when reconnecting. The inspection also noted the following: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, crack of adhesive on bending section cover, due to clogging of nozzle, water removal ability does not meet the standard value, switch# 1 damage or deformation due to physical stress, nozzle has corrosion, distal end cover has a scratch, and connecting tube has a scratch. No further information regarding the event was provided by the customer. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite colono-videoscope was found to have ¿abnormal button response during a diagnostic procedure. The scope was replaced with another, and the procedure was completed. The device was returned to olympus for evaluation and during the evaluation, the following reportable malfunctions was identified: an e315 unsupported scope error occurred when reconnecting. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that as corroding and discoloring on the electric contact of the scope connector, image noise was caused by contact failure between the scope connector and the video system center. Corroding and discoloring on the electric contact can be caused by chemicals, other liquids, moisture, scattered / adhered to the electric contact during reprocessing, resulting in error message e315. However, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the image does not move even when pressing the release/freeze button occurred due to foreign material as we confirmed that foreign material adhered to the contact of the remote switch. We could not specify the cause of adhered foreign material since zinc chloride, which is a component of foreign material, does not originate from the endoscope but from used for medicines. It is likely that the chlorine component or chlorine gas used in the facility repeatedly infiltrate into the interior in tiny amounts through the rubber of the switch, creating zinc chloride by a chemical reaction. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.